Manufacturer narrative:
Results - visual inspection of the returned product showed that a haptic was torn off and there was a surgical residue on the lens. Conclusion - no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon attempted to insert a cq2015 three piece collamer lens and the haptic was torn while advancing in the cartridge. There was patient contact, but no patient injury.